Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Review of stored electrogram confirmed the presence of oversensing. Programming changes were made. Patient was in stable condition before, during and after the changes.